Manufacturer narrative:
The force bipolar instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed and electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was clamped on tissue and would not release. The emergency release function was attempted and failed. The instrument's jaws appeared to be broken while using the emergency release function. The surgeon decided to keep the tissue clamped while pulling the instrument out of the trocar. The instrument's cables at the wrist also appeared frayed and were sticking out during instrument removal. The procedure was completing as planned with a back-up force bipolar instrument with no reported injury or further complication.